Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated threshold measurements, noise, oversensing, pacing inhibition, and greater than 4 seconds of loss of capture. The patient¿s heart rate was approximately 30 beats per minute (bpm). The patient was in the hospital after they had fallen; however, it was unknown why the patient fell. The device was reprogrammed. No additional adverse patient effects were reported. The lead remains in service.